Event description:
Covidien received a report that the n65 pulse oximeter display is missing segments on the far right digit of the saturation of peripheral oxygen (spo2) window. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
(B)(4).